Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test and unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the no delivery test due to prime anomaly. Motor passed motor test. Pump received with cracked case at display window corners, minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during normal use. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant event leading to the alarm. Customer doesn't receive an e70 alarm. The customer stated that the device was not exposed to strong magnetic field such as MRI. Customer uses the sensor feature on the pump. The customer was advised that the alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.